Event description:
It was reported that during a peripheral popliteal procedure of the patient's right leg the ivus catheter could not be advance dover the 0.014" guide wire. There was diffuse disease throughout the vessel segment. The access area in the right common femoral artery was through an existing stent. Once the ivus catheter was started on the guide wire it would not go further and would also not come off. The guide wire and ivus catheter were removed together and the physician rewired the lesion with another wire. The case was an antegrade stick and a 5 french sheath was in place. Ivus was not performed after the event. The physician placed another wire down the artery and the task did not cause any issue. The physician proceeded to perform pta of the target artery with a reasonable result. There was no report of patient injury or adverse event. It was reported that the patient appeared to be in good condition.

Manufacturer narrative:
Internal reference: (B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. The catheter was returned to volcano with the guide wire still stuck inside the catheter and the guide wire (not volcano product) could not be removed. The guide wire total length is about 190cm. Approximately 97cm is sticking out from the catheter's exit port; 24cm is inside the catheter and about 69cm exited the distal tip end. The guide wire was kinked and the coil stretched. The inner lumen of the catheter at the proximal portion of the distal shaft is accordion shaped and was bunched tightly on the guide wire. The guide wire diameter was confirmed to be .014" and is compatible with the catheter. Based on the physical examination of the returned devices, it appears that the inner lumen was likely punctured when loading the catheter over the guide wire. The inner lumen then became bunched up, trapping the guide wire. This type of failure is likely due to user handling.